Manufacturer narrative:
No button error alarm noted. Up arrow button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to unresponsive button. No moisture damage on electronics noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error and battery out limit. Customer's blood glucose was 155 mg/dl. Advised the customer the insulin pump would be replaced. No further information provided.